Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen was unresponsive and they were unable to interact with the device. The agent advised the user to transition to backup insulin therapy, which the user confirmed was available. Blood glucose was not affected, and no hospitalization or adverse health effects were reported.